Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was delivering inaccurately and the batteries were not lasting as they should. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not provide further details. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0880 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected low battery alarm or prime/fill anomaly noted during testing. (B)(4).